Event description:
The patient reports they began experiencing pain six (6) months ago. Doctor has just told pt that the bone cement is not holding. Pt has been scheduled for revision surgery in 2003 at hospital.